Event description:
Reportedly, inefficient pacing was observed and there was inconsistent behavior during ventricular threshold tests. The device remains implanted.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Review of the electronic data and files received. The reported event most likely results from a lead or connection problem or pt physiology. Device was reprogrammed with bipolar pacing in the ventricle; pacing was efficient in this configuration. As reported, a lead or connection problem are suspected but has not been confirmed yet. (B)(4).